Event description:
In 2007, it was reported that the screwdriver was worn from use. Upon contacting the sales representative on eighteen days later, it was clarified that the scrub tech had difficulty with loading the screws onto the driver and that the driver tips are worn. The event has not contributed to surgical delay or patient injury. Surgeon has been able to complete cases as intended.

Manufacturer narrative:
Event is not associated with a specific surgical event. Product is an instrument; not implantable. Requests have been made for product return. Device investigation/evaluation is pending.